Event description:
A report was received that the patient had an open wound at the generator site and possible infection. Symptoms were fever and chills. The patient was admitted to the hospital wherein the wound was closed by the physician.